Event description:
Customer reported a difference between his sensor glucose and blood glucose reading. The sensor glucose reading was 88 mg/dl and blood glucose reading was 163 mg/dl. Customer was not able to upload the readings. The customer calibrated his sensor and reported his sensor glucose and blood glucose readings are trending up. He states that he rarely has this problem. Customer has been advised that sensor may have gotten compressed overnight. The customer also stated that he bolused off the sensor overnight. Customer has been advised never to bolus or treat off the sensor reading. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.